Event description:
It was reported that this implantable pacemaker was suspected to be undersensing r waves. Boston scientific technical services (ts) recommended device interrogation in hospital. This device remains in service. No adverse patient effects were reported.